Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when on loading stage, the jaw closed immediately and unable to open the jaw again. Using another handle was done to complete the surgery. There was no patient injury.